Event description:
Reportedly, during a follow-up performed on (B)(6) 2012 (about 6 months post implantation), the magnet rate was observed at 89 min-1 with a battery voltage of 3v. Note that no therapies had been already delivered except the eps tests. An explantation about this drop of the magnet rate is required.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis pending.